Event description:
Patient was admitted with hyperkalemia and hiv with cytomegalic virus retinitis. Patient also complained of "medport isn't working". He complained of pain near medport site with movement of shoulder and worsening with flusing of medport. Lifeport catheter was removed in surgery and replaced with another brand medport. The lifeport cath was found to be longitudinally cracked. The defective catheter was sent to the manufacturer on 10/13/92, and final analysis is still pending. The lifeport catheters in stock were removed from the shelves permanently.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.